Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, long, diffused target lesion was located in the mildly tortuous and moderately calcified below the knee vessel. After a guidewire crossed the lesion, a 2.5mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. Leakage of contrast agent was found under fluoroscopy. The device was completely removed from the patient. The procedure was completed with a 3.0x150mm coyote¿ balloon catheter. No patient complications were reported.